Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and discussed reprogramming options and further testing was recommended. No adverse patient effects were reported. At this time, this device system remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and discussed reprogramming options and further testing was recommended. No adverse patient effects were reported. At this time, this device system remains in service. Additional information was received that this lead exhibited a gradual rise in impedance measurements. Ts discussed that looking at the impedance trends, this was likely due to calcification on the coil. No adverse patient effects were reported. At this time, this lead remains in service.